Event description:
Caller reported that a malfunction occurred on the pump, but no notable events preceded the issue. Blood glucose levels did not exceed 500 mg/dl, indicating there was no adverse impact on the customer's blood glucose level. Customer support provided information and assistance to reset the pump, which resolved the issue as the malfunction code did not recur. Customer was instructed to contact support if the problem reappears and was able to continue using the pump.